Manufacturer narrative:
Based on the claim against the product by the customer noting would not articulate properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pcs instrument was analyzed and the complaint regarding improper articulation was not confirmed by failure analysis. The pcs was visually inspected, with no damage found. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) instrument would not articulate properly. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.